Event description:
In (B)(6) 2022, I received a back surgery with a titanium cage, and the "teeth" of the transforaminal lumbar interbody fusion (tlif) cage did not stay in my back. They smoothed out and didn't hold in my spine. For this reason, I had to have an emergency back surgery in (B)(6) 2022 to remove the defective device. The hardware was taken out of my back on the posterior side, and new hardware was inserted in the anterior part of my spine, which required a large incision (about ten inches) on my abdomen. The surgery involved not only my initial surgeon, but a vascular surgeon was called in as well. I have photographs and other documentation related to this defective device, including a statement from my doctor stating the device was defective. Upon removal, the device was given to the manufacturer's sales representative, which was present at the time of the surgery for analysis. FDA safety report ID #(B)(4).